Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that all the lights on the remote monitor were blinking. A new power cord was sent. No patient complications were reported as a result of this event.